Event description:
As reported by the user facility: according to the complainant, downstream occlusion alarms were reported. Additionally, the facility reported that the patient has a new central line infection which "could be related to increased line access for troubleshooting occlusion issues."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Defect could not be confirmed, no physical sample was received for further evaluation.